Manufacturer narrative:
(B)(4). Date sent: 12/1/2020; d4: batch # u5ad89. Investigation summary: the analysis results showed that one vasecr35 reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Event described could not be confirmed as the reload was received fully fired. Upon visual inspection of two photos, the following was observed: the photos show a white reload inside of a plastic bag from top view and the sled of reload could not be observed. In addition, no malformed staples was noted. Based on the photos reviewed, the event describe cannot be confirmed.

Manufacturer narrative:
(B)(4); batch # unknown. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during the lobectomy surgery, when severing interlobar artery tissue on the 1st firing, after fired, noted staples malformed with irregular shape( with straight leg). Changed the new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.